Event description:
The user facility reported 45yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the impella 5.5 had a decreasing purge flow and rising purge pressure. Tissue plasminogen activator (tpa) protocol was started. There were no further issues with pump reported.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. No logs were returned for investigation. Per the provided clinical information, the root cause of the high purge pressure issue was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.